Manufacturer narrative:
Immucor technical support used a remote electronic connection method on (B)(6) 2018 to assess the instrument test well images in question, which appeared to be consistent with the instrument interpretation, as visually positive, with atypical hemagglutination. The instrument event log showed no errors during testing and the rois were aligned. An immucor field service engineer (fse) visited the customer site to assess the testing instrument in question on (B)(6) 2018 and found that the reagent syringe (1ml) was leaking, so the fse then replaced that syringe. (B)(4).

Event description:
On (B)(6) 2018, a (B)(6) customer site reported an rh (d) blood type mistype event, which was tested on a galileo neo instrument.